Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, the patient developed a cardiac tamponade, resulting in pericardial effusion. A pericardial window drain was used to treat the perforation. It was also noted that the right atrial (ra) lead exhibited high and rising thresholds. The ra lead and ipg were reprogrammed and the ipg system remains in use. No further patient complications have been reported as a result of this event.